Event description:
Per the clinic, the patient was explanted due to trauma to the head, magnet migration and a skin flap infection at the site of the implant. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.